Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the following information with the healthcare provider (hcp). They don't know what the cause of the set screw stripping was; it may have been over rotated when unscrewing or screwing it in. It was difficult to remove from the connector block and the hcp couldn't get it to screw in properly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va15lql, implanted: (B)(6) 2016, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was complaining of pain at the ins site and pain that was radiating down their leg so they requested the ins to be moved. While in the operating room (or), the healthcare provider (hcp) was having difficulty removing the lead from the ins. They unscrewed the ins a couple of times, but the lead wouldn't release so they unscrewed it a few more times and the lead finally released. After tunneling the lead to the new site, they attempted to screw it back into the ins, but it took several turns before the ins would click. The ins clicked five times, but the lead could be easily removed from the ins without difficulty; they repeated the process and had the same result. The rep called into the manufacturing company for additional assistance. While on the phone, the rep and hcp said they put the lead back in, heard the double click, but said the lead was coming out of the pocket. It was suggested to take the setscrew out and realign as it was reviewed that it might be off track. It was also reviewed the setscrew is possibly stripped. The rep tried the suggested troubleshooting but the screw seemed to be really loose. As a result of what was reported, the ins was replaced and will be returned to the manufacturing company. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the ipg 3058 interstim ll (B)(4) found the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on all electrode pairs. Analysis found no issues when pressing on the ins can and determined telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.